Event description:
It was reported that the patient underwent a c1-2 posterior spinal fusion to treat an odontoid process fracture. It was reported that the patient developed neck pain and got worse due to screw loosening. The patient underwent a revision surgery. No additional patient complications were reported. Per the surgeon, the left c1 screw was placed too medially, and it might have caused screw loosening.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.